Event description:
Consumer reported a hypoglycemic seizure and believes the meter is giving inaccurate readings. Compared against a competitive meter. Analysis run on clark error grid using competitive readings (288, 277) vs. Bd readings (498, 313). Data points fell into the "c" zone of the grid, outside of the acceptable range.